Event description:
The customer stated that he tested his blood glucose and received a reading of 450 mg/dl using his contour meter. He retested using another meter and received a reading of 192 mg/dl. The difference between readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips were returned for evaluation. Replacement test strips were sent to the customer.